Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high out-of-range impedance measurements. The week following initial onset of these observations a revision procedure was performed. At that time the lead was also noted to exhibit signs of insulation damage consistent with subclavian crush. Extraction of the lead was attempted but unsuccessful. At that point, the physician opted to partially extract the lead and cut and abandon the remainder. A new lead was implanted in its place. An exact event date could not be determined. As such, a best estimate using data available at the time of report to boston scientific was used. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.